Event description:
Additional information was received from the patient. Therapy was no longer affective as it was and they were having migraines weekly for about a year. Patient reported the electrodes in the neck stopped working about 4 months after implant. They had been reprogrammed about 6 times with no relief. They did not know the cause other than the electrodes failed to work. X-rays were taken and the leads were still connected. Patient was to have explant and implant. The patient continued to have migraines and surging pain for 16 months. They continued to wait for hcp to follow up.

Manufacturer narrative:
Continuation of d10: product ID: 977a275; lot#serial#: (B)(6); implanted: on (B)(6) 2020; product type: lead; product ID: 977a275; lot#serial#: (B)(6); implanted: on (B)(6) 2020; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that one of the leads on the patient's neck did not work, it was not providing therapy. The caller was unsure when but it had quit sometimes.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, lot# serial# (B)(4), implanted: (B)(6) 2020, product type lead. Product ID 977a275 ,lot# serial# (B)(4), implanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 24-sep-2024, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 24-sep-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.